Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2010.

Event description:
It was reported that three days after implant, the capture threshold on the left ventricular lead measured high and was reprogrammed. Two days later, the patient had symptoms of syncope. An apparent loss of capture on the left ventricular lead was noted on a current electrogram. The lead remains in use. No further patient complications have been reported as a result of this event.